Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a transurethral needle ablation procedure in (B)(6) 2009, the patient immediately lost 90% of his ejaculatory response. It was also reported that the tissues affecting ejaculation were permanently destroyed by the procedure. The patient had no symptom improvement since the procedure and will need another treatment for urinary retention. Additional information has been requested, but was not available as of the date of this report.